Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on the morning of (B)(6) 2012 the patient obtained a blood glucose reading of 400 mg/dl and he experienced the symptoms of vomiting, lethargy and tested positive for large amounts of ketones. The reporter alleged that the pump did not deliver the bolus dose the patient had programmed on (B)(6) 2012 with dinner. The patient was treated with insulin doses via a syringe injection and his blood glucose levels corrected to within target ranges. Troubleshooting revealed there was no bolus dose in the pump history for (B)(6) 2012 at dinner-time. It was also determined the pump basal setting was correct, and there was no evidence the pump was not functioning appropriately. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after he did not receive a programmed bolus dose of insulin via the pump. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the compliant during the investigation process. The pump passed a 29 hour flow test and was found to be delivering within the specification. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. A review of the bolus history shows 11.55 units bolus was programmed and delivered on 8/29/12 at 11:58am. There is no evidence of another bolus being programmed in the bolus history for (B)(4) 2012.